Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was "not working properly". Reportedly, the customer was hospitalized due to elevated blood glucose level; details and nature of hospitalization were not provided. No additional patient or event information was provided to tandem technical support.